Event description:
The facility reports the associate was transferring the resident with the lift from the bed to the chair when the wheel of the lift came off the lift tipped. The resident was dropped to the floor and the lift hit the associate on the back.

Event description:
The facility reports the associate was transferring the resident with the lift from the bed to the chair when the wheel of the lift came off and the lift tipped. The resident was dropped to the floor and the lift hit the associate on the back.